Event description:
Nurse reported the 50ml bottle of integrilin was set to infuse at 12ml/hr as a primary infusion. One hour later, the bottle was dry and the rate on the pump was 100ml/hr with a volume to be infused of 212. The nurse claims the device reset itself. Blood work was ordered, results are included in section below of this report. The patient was initially admitted with chest pain and a stenting procedure was performed prior to the reported event. The patient was discharged as planned and did not experience any adverse sequela. Although requested, no additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant information.